Event description:
It was reported by the affiliate that when the device was used during a colon procedure, it had an incomplete staple line. Another device was used to complete the case. There was no consequence to the patient. The device was discarded.